Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited noise, loss of capture (loc) and low out of range pacing impedance measurements less than 200 ohms. Additionally, the pacemaker and another manufacturer's right atrial (ra) lead exhibited noise. It was noted that the patient underwent an atrial fibrillation (af) ablation procedure four days earlier. It was suspected that the leads sustained damage during the procedure. A potential lead revision procedure was being considered. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
The product was abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the root cause of the reported clinical observations was not determined. An invasive procedure was performed. The device, rv and another manufacturer's right atrial (ra) lead were abandoned and replaced with a new system. No additional adverse patient effects were reported.